Manufacturer narrative:
Conclusions: product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility's reported issue. Note: instructions for use state, "before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged." (B)(4). Product was not returned for evaluation.

Event description:
Customer reported a patient tore the strap of the restraint where the stitching is located. Customer provided limited information. The exact date of the event is unknown.

Manufacturer narrative:
Through additional investigation it was confirmed that a posey product was not involved in the reported issue. The initial report was related to a non-posey product. There is no complaint, incident or malfunction of a posey product to report. Therefore, no further is required at this time. Manufacturer record #: (B)(4).

Event description:
Supplemental submitted regarding additional information received.